Manufacturer narrative:
Ref: (B)(4). This report is being submitted late, due to an internal retrospective review. Complaint sample was evaluated and the reported event was confirmed. The drill and drill guide were examined. The drill had spiral grooves cut in the tip, which was likely the source of the metal shavings. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the presence of a burr at the tip of the drill guide which caused the material to be "scarped" off. The knob was difficult to turn because it was pulling the bent inner shaft back into the deployment tube. The surelock inserter was disassembled and the anchor was found to be deployed correctly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill was toggling inside the drill guide while drilling a hole to prepare for surelock deployment. When the doctor removed the drill, he noticed metal shaving at the tip of the drill guide. The doctor removed the metal shavings and attempted to deploy the anchor but it was difficult to mallet and the knob was extremely tight to turn.